Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a pump exchange due to infection. Patient was admitted on (B)(6) 2020. Patient was discharged on IV antibiotics on (B)(6) 2020. Patient was readmitted (B)(6) 2020 for the pump exchange. Infection was in the pump pocket. Cultures were still growing. Currently they are positive for gram positive cocci, but the species has not been identified yet. Abscess over pocket site, fever leukocytosis. No driveline infection issues since implant. Patient was treated with IV antibiotics. Plan of care was to continue lifetime antibiotics, likely IV for 6 weeks, then po, but this plan is not finalized. Patient currently had a wound vac to the pump pocket which will be removed and the pocket site closed on (B)(6) 2020. The device operated as expected. No further information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: no device-related issues were identified through the evaluation of heartmate ii lvas, serial number (B)(6), and a specific cause of the patient¿s infection could not conclusively be determined. (B)(6) was returned assembled with the driveline (dl) cut approximately 9¿ from the pump housing and the distal portion was returned measuring approximately 29¿. The inflow conduit (inlet tube, flex section, and inlet elbow), outflow graft, outflow graft bend relief, and bend relief collar were not returned. The outflow elbow was returned attached to the pump¿s outlet port. Evaluation of the outflow elbow revealed no evidence of depositions or thrombus formations. Visual examination of the pump¿s blood-contacting surfaces upon disassembly of (B)(6) also revealed no evidence of adhered depositions or developed thrombus formations. The disassembled pump¿s bearings, rotor, and blood-contacting surfaces were examined under a microscope and no anomalies were observed. Electrical continuity testing of the driveline did not reveal any discontinuities or shorts. The pump was cleaned, reassembled and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values, comparable to what was recorded during the manufacturing process and the device functioned as intended. There was also an incidental finding that upon disassembly of the pump, it was found that the silicone encapsulation on the distal side of the motor capsule was adhered to the interior of the outlet housing. This finding resulted in slight difficulty disassembling the pump but would not have impacted the final device functionality and performance. The issue was determined to be of cosmetic nature, which is not visible to the user. A specific cause for this adherence could not be conclusively determined through this evaluation. The heartmate ii lvas IFU, document # (B)(4), rev. C. Is currently available. Section 1 of this IFU lists infection (driveline, pump pocket, and local) as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Care instructions in reference to preventing infection are outlined in various sections of this document, including section 6 entitled "patient care and management - controlling infection." Heartmate ii lvas patient handbook, document # (B)(4), rev. C. Is also currently available. Care instructions in regards to preventing infection are also outlined in various sections of this document. The fab, hm ii pump, g2.3 aft housing and motor capsule assembly (document # (B)(4), rev. B) describes the preparation and application of silicone adhesive potting on the solder joints of the motor capsule. This document also describes the process of curing the silicone adhesive potting. No further information was provided. The manufacturer is closing the file on this event.